Manufacturer narrative:
One device was received for investigation. The device was functionally tested and inspected, but the reported issues could not be duplicated. The device downstream occlusion seal was observed to be damaged and was replaced.

Event description:
It was stated in the report that the device will not prime. Nurse tried several sets. An engineer was called in to examine the device that was not priming correctly. However the unit continued to display an occlusion alarm. It was noted that the set might differ slightly from the previous lot number. The event date is 15-oct-2024 and occurred during post procedure. The operator of the device was a health professional. There was no patient involvement.